Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, patient was admitted to the facility, where the patient underwent spine fusion surgery using rhbmp-2 on the cervical region of her spine from vertebrae c5 to c7. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Post-op, increasingly severe pain in her neck, with radiation of pain into her right shoulder and down her arm and difficulty swallowing. Severe pain and symptoms ultimately compelled patient to undergo a risky, painful and costly revision surgery on (B)(6) 2015. Despite revision surgery, plaintiff continues to experience chronic neck pain, with radiating to her right arm and shoulder, reduced mobility, loss of grip in both hands, and poor circulation. She also experiences throat pain, difficulty swallowing and choking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implants from other manufacturers were also used in patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was preoperatively diagnosed with c5-6 nonunion and c6-7 disc herniation and cervical radiculopathy and underwent the following procedures: removal of c5-6 anterior instrumentation. C5-6 revision discectomy and anterior cervical fusion with machined allograft interbody spacer and c6-7 anterior cervical discectomy and fusion with machined allograft interbody spacer. Rhbmp-2/acs bone grafting, and anterior instrumentation from c5-7. As per the operative notes: ¿caspar pins were placed at c5-6 and distraction was applied. It was noted that there was persistent disc material throughout the disc space and no signs of previous allograft. Discectomy was performed with kerrisons curettes. Trial interbody spacers were placed and then removed. A 7 mm lordotic machined allograft cortical interbody spacer as filled with a ¼ sponge of rhbmp-2/acs was impacted in the disc space achieving a good fit. Attention was then turned to the c6-7 level. A discectomy was performed. A 9 mm lordotic machined allograft cortical interbody spacer was filled with a ¼ sponge of rhbmp-2/acs and was impacted in the disc space achieving a good fit.¿ the patient tolerated the procedure well without any intraoperative complications.